Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the sensis hemo low system. During an interventional procedure, the user reported no contact with the sib (signal input box). The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. During a procedure, the user was alerted to a system problem with the message "problems occur during signal measurement. Currently, no connection status can be determined. Check if all connections are intact.". To solve the problem, the client carried out troubleshooting without success. As a result, the client decided to continue the procedure on another system. The investigation revealed that the problem was caused by a defective hard disk drive (hdd) in the real time controller (rtc), which is responsible for signal processing. Due to the age of the system (the system was installed in the hospital as early as (B)(6) 2006), rtc could only be replaced as a whole to rectify the problem. Furthermore, the customer was offered a replacement system (successor type). The occurrence rate of the error pattern was checked. A possible error accumulation or even a systematic error, which leads to a corrective action of the installed base, could not be determined by the investigation. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected, prolonged hospitalization of the patient or any other person occurred or could be expected.